Event description:
A patient reported their pump was operating erratically. The pump was turning off on its own, and when they were on the call with customer service the screen would go blank and the green light was staying on. The screen would then come back on. The pump was also behind on the infusion. Medication unknown. Pump was set to infuse at 2.2ml/hr. Total volume to be infused unknown.

Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and there are multiple lines that indicate the pump powered off abruptly during an infusion. This is seen by the presence of back to back log_event_on codes without a log_event_off with it. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was started on the pump. The pump powered off abruptly during the infusion with only 17 ml's infused. A new battery was put into the pump, battery reset was completed, and a new infusion was started and ran until completion without another power off taking place. The volume infused was 94.46 ml. The programmed volume was 100 ml. So, the flow rate deviation is -5.54%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue was confirmed. Pump does not meet passing criteria.

Event description:
On 08/02/2023 (B)(4), employee of intuvie, received a call from m.c., patient of (B)(6) medical hematology oncology - north office, and the following call notes were documented: pt's pump is operating erratically. Pt states it's turning off on its own but while I was on the phone with her the screen would go blank and the green light would still be on, then the screen would pop on again. She said it is way behind from where it should be as well so it is under-delivering. I told her I felt it best if we power this one down and she get it swapped out tomorrow. The pump was powered down and the line clamped and pt was instructed to go to clinic first thing in the morning. Pt's rate is 2.2ml/hr. Pump placed yesterday around 3:18pm. Pump showed only 10.1ml given thus far...so, only approx 5 hrs infusion according to her calculations. I told her to go into her clinic tomorrow so they could swap the pump out. Highly recommend returning this pump for evaluation and possible repair. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Unsure if device will be returned or put back into rotation.